Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump battery was depleting quickly and that the pump indicated a data log corruption. Customer's blood glucose was 95 mg/dl. The customer reverted to manual injections for insulin therapy.